Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction codes appeared again.